Event description:
It was reported that the mdu was getting warm. The event occurred during testing. No patient or user injury were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating was reproduced. Product failed functional testing with blade stall error. Cause of overheating and blade stall error is a defective motor. The complaint was confirmed and the root cause has been determined to be a defective motor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.